Event description:
This is filed to report entrapment of the device. It was reported that on 10 august 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation grade 4. One clip was successfully implanted with no reported issue. A second clip delivery system was advanced to the mitral valve, however the anterior leaflet got stuck to the grippers. Standard troubleshooting was performed but it was not possible to free the clip. Therefore, the physician decided to implant the clip. The clip is stable, and mr was reduced to grade 2. No clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the entrapment of device (clip becoming caught in the anatomy) cannot be determined. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.